Event description:
The (B)(6) customer tested her blood glucose using her 2 contour link meters. On one occasion, she received readings of 27.5 and 5.4 mmol/l. On another occasion, she received readings of 7.7 and 1.3 mmol/l. The difference between the readings falls in the 'd" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement strips and a new meter were sent to the customer.